Event description:
It was reported that a cartridge alarm 29 occurred during the load process because the customer did not wait until prompted to remove the used cartridge. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Cts educated the caller on the proper load technique, assisted in loading a new cartridge, and the issue was resolved, allowing the customer to successfully resume insulin therapy.